Manufacturer narrative:
The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Activation of the recipient's newly implanted device is reportedly delayed due to the incision not healing. The external visual inspection revealed a dented bottom cover. In addition, the electrode was received severed near the array prior to receipt which is believed to have occurred during revision surgery. The photographic imaging inspection confirmed a severely dented bottom cover. System lock could not be obtained at any spacing. The no lock condition prevented several of the electrical tests from being performed. The device failed the electrical test performed. The manual capacitor leakage test revealed all channels measured within normal limits, however no voltage discharge curve was observed. The values recorded are believed to be erroneous due to a crack in the hybrid that was observed in the hybrid during the open device visual inspection. The device passed the mechanical tests performed. The open device visual inspection revealed cracks along the hybrid. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed the bottom cover was dented. In addition, the electrode was received severed near the array prior to receipt which is believed to have occurred during revision surgery. The photographic imaging inspection confirmed a severely dented bottom cover. System lock could not be obtained at any spacing. The no lock and hybrid conditions prevented several of the electrical tests from being performed. The manual capacitor leakage test revealed all channels measured within normal limits, however, no leakage curve was observed. This is believed to be due to a crack that was observed in the hybrid during the open device visual inspection. The device passed the mechanical tests performed. The open device visual inspection revealed cracks along the hybrid. The scanning electron microscopy analysis revealed cracked conductive epoxy at the feedthru pin connections on several pins. The impedance measurement across this connection did not ID not reveal any increased impedance the reported complaint of loss of lock with the device was verified during this analysis. The device was received with a dented bottom cover and multiple cracks along the hybrid. A corrective action has been initiated. This is the final report.

Manufacturer narrative:
The patient is reportedly doing well with the new device.

Manufacturer narrative:
The external visual inspection revealed a dented bottom cover. In addition, the electrode was received severed near the array prior to receipt which is believed to have occurred during revision surgery. The photographic imaging inspection confirmed a severely dented bottom cover. System lock could not be obtained at any spacing. The no lock and hybrid conditions prevented several of the electrical tests from being performed. The device failed the electrical test performed. The manual capacitor leakage test revealed all channels measured within normal limits, however no voltage discharge curve was observed. This is believed to be due to a crack that was observed in the hybrid during the open device visual inspection. The device passed the mechanical tests performed. The open device visual inspection revealed cracks along the hybrid. The scanning electron microscopy revealed a cracked conductive epoxy header at some of the feedthru pin connections. The impedance measurements across this connection did not reveal any increased impedance. This is an interim report.

Event description:
The patient reportedly experienced loss of lock. External equipment was exchanged, however, the issue was not resolved. Device testing revealed the device is not functioning within specifications. Revision surgery will be scheduled.